Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected). The customer reported blood glucose value of 38 mg/dl. The customer reported hypoglycemia was treated with IV insulin drip (intravenous insulin infusion), emergency medical services/ambulance/emergency room visit, and discontinue use of insulin delivery system. The event involved product(s) mmt-1712kl. Troubleshooting was partially performed and the customer and it was unknown whether the insulin pump was utilized within 48 hours of the event also it was unknown whether the auto mode feature was active or not. No further patient complications were reported. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No pump error 53 noted during testing. However, pump error 53 alarms confirmed in the pump history file due to software error (linenumber = (B)(4), filenumber = (B)(4). The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. There were multiple daily total collection start time listed on the event date 01/28/2025 in the pump history file. Daily tota l collection start time = (B)(6) 2025 00:00:00.000, daily total of all insulin delivered = 0.15, daily total of basal insulin delivered = 0.15, daily total of bolus insulin delivered = 0, daily total collection starttime = (B)(6) 2025 01:19:00.000, daily total of all insulin delivered = 0, daily total of basal insulin delivered = 0, daily total of bolus insulin delivered = 0, daily total collection starttime = (B)(6) 2025 02:23:56.000, daily total of all insulin delivered = 1.225, daily total of basal insulin delivered = 1.225, daily total of bolus insulin delivered = 0, daily total collection starttime = (B)(6) 2025 07:59:21.000, daily total of all insulin delivered = 22.9, daily total of basal insulin delivered = 11.4, daily total of bolus insulin delivered = 11.5. There were no auto suspend alarm or user suspended alarm noted in the pump history file. Perform the history review 1 week prior to the event date 28-jan-2025 and found: on (B)(6) 2025 22:48:26.000 alarm alert notification. Fault number = sensor error alert (801). On (B)(6) 2025 23:23:18.000 alarm alert notification. Fault number = sensor error alert (801). On (B)(6) 2025 23:53:26.000 alarm alert notification fault number = sensor error alert (801). On (B)(6) 2025 09:48:22.000 alarm alert notification fault number = sensor error alert (801). On (B)(6) 2025 10:23:14.000 alarm alert notification fault number = sensor error alert (801). On (B)(6) 2025 13:23:00.000 alarm alert notification fault number = lost sensor 1 alert (780). On (B)(6) 2025 13:54:55.000 alarm alert notification fault number = sensor error alert (801). On (B)(6) 2025 14:30:03.000 alarm alert notification fault number = sensor error alert (801). On (B)(6) 2025 15:04:54.000 alarm alert notification fault number = sensor error alert (801). On (B)(6) 2025 01:08:10.000 battery removed on (B)(6) 2025 01:08:10.000 alarm alert notification fault number = battery removed (84). On (B)(6) 2025 01:08:11.000 battery inserted on (B)(6) 2025 01:08:11.000 alarm alert notification fault number = failed batt test (58). On (B)(6) 2025 01:08:13.000 alarm alert notification fault number = failed batt test (58). On (B)(6) 2025 02:16:43.000 alarm alert notification fault number = failed batt test (58). On (B)(6) 2025 02:17:06.000 alarm alert notification fault number = software error (53) linenumber = (B)(4) filenumber = (B)(4). On (B)(6) 2025 02:22:02.000 alarm alert notification fault number = software error (53) linenumber = (B)(4) filenumber = (B)(4). On (B)(6) 2025 02:23:40.000 alarm alert notification fault number = software error (53) linenumber = (B)(4) filenumber = (B)(4). On (B)(6) 2025 02:24:29.000 alarm alert notification fault number = software error (53) linenumber = (B)(4) filenumber = (B)(4). On (B)(6) 2025 02:24:56.000 alarm alert notification fault number = software error (53) linenumber = (B)(4) filenumber = (B)(4). On (B)(6) 2025 02:24:58.000 alarm alert notification fault number = batt out limit (6). On (B)(6) 2025 05:11:00.000 alarm alert notification fault number = lost sensor 1 alert (780). On (B)(6) 2025 05:21:00.000 alarm alert notification fault number = lost sensor 1 alert (780). On (B)(6) 2025 07:56:19.000 alarm alert notification fault number = batt out limit (6). On (B)(6) 2025 13:43:00.000 alarm alert notification fault number = cannot find sensor signal 1 alert (790). On (B)(6) 2025 13:46:00.000 alarm alert notification fault number = cannot find sensor signal 2 alert (791). On (B)(6) 2025 13:57:00.000 alarm alert notification fault number = cannot find sensor signal 1 alert (790). On (B)(6) 2025 14:00:00.000 alarm alert notification fault number = cannot find sensor signal 2 alert (791). The pump communicated properly connected with the guardian 2 link. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert, lost sensor alert noted or cannot find sensor signal alert. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 53 alarms confirmed in the pump history file due to software error (linenumber = (B)(4), filenumber = (B)(4). Batt out limit (6) was confirmed due to the pump alarmed pump error 53 and then the battery removal followed by the battery insertion. Sensor error alert (801) not confirmed. Lost sensor 1 alert (780) not confirmed. Failed batt test (58) not confirmed. Pump error 53 confirmed. Batt out limit(6) confirmed. Cannot find sensor signal 1 alert (790) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged low bgs. However, pump error 53 alarms confirmed in the pump history file due to software error (linenumber = (B)(4), filenumber = (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.